Manufacturer narrative:
On 01/07/2016, intuitive surgical, inc. (Isi) received additional information regarding the reported event from a physician from the site. The physician indicated that the surgical staff did not see any instrument fragments fall into the patient. However, the physician indicated that the patient died two weeks post-operatively and the case is currently under investigation. No additional information was provided by the physician. Isi has attempted to contact the physician to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. No system errors related to the small grasping retractor instrument were found to have occurred during the surgical procedure. In addition, no other issues involving any of the other instruments used during the surgical procedure have been reported to isi as of today's date. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the site indicated that the patient passed away on an unspecified date two weeks after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's death is unknown. In addition, as reported on the initial MDR, a broken pitch cable was found during failure analysis investigation of a small grasping retractor instrument that was used during the surgical procedure. It is unknown if the broken pitch cable issue caused or contributed to the patient's demise in any way.

Manufacturer narrative:
On (B)(6) 2016, intuitive surgical, inc. (Isi) received the following information from a physician from the site: the surgical procedure was a da vinci-assisted low anterior resection of the rectum. The patient's pre-existing medical conditions consisted of hypertension and suspicion of intermittent atrial fibrillation. On post-operative day 4, the patient experienced gastric retention and deterioration. A CT-scan showed signs of ischemic small bowel. An unspecified reoperation was performed and showed ischemic small bowel. Multiple resections were performed on an unspecified date. The patient also developed multi-organ failure on an unspecified date and passed away on post-operative day 16. According to the physician, there was no suspicion that the broken instrument fragment was related to the patient's death. The broken instrument fragment was investigated as part of a routine procedure after an unexpected postop death. The physician indicated that the cause of death was multiorgan failure due to small bowel ischemia, due to thromboembolism to intestines.

Manufacturer narrative:
On january 19, 2016, a physician from the site provided the following additional information regarding the reported event: an internal investigation was completed at the site and it was concluded that there was no suspicion of misconduct during or after surgery and no suspicion that the metal part from the robotic instrument had anything to do with the tragic death of the patient. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the site indicated that the patient passed away on an unspecified date two weeks after undergoing a da vinci surgical procedure. However, according to an internal investigation from the site, there is no indication that a metal part from the instrument involved with this complaint caused or contributed to the patient's demise. The cause of the patient's death is still unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Isi contacted the customer regarding the missing crimp; however, no further information has been provided at this time. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during central processing, a wire on the small grasping retractor instrument was found broken. No patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.